Manufacturer narrative:
H2: additional information is available in rr# 3011795235-2025-00023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a lumbar spinal canal stenosis procedure. It was reported that during an oblique lumbar interbody fusion (olif) cage insertion, the cage became stuck around the apex of its height. The site tried to remove the cage but it could not be extracted with the removal instrument which resulted in damage to the inserter's gripping part. Subsequently, based on the physician¿s judgment, additional insertion and impaction were performed using the navigation inserter. The additional insertion was successfully completed, but damage to the tip of the cage inserter was discovered. The fragment was retrieved from the body, and anterior closure was performed. There was a surgical delay of less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.